Event description:
Procedure scheduled: knee arthroscopy with meniscectomy. During knee arthroscopy, the shaver blade broke inside the pt's knee. The blade pieces were removed from the pt's knee, a new blade was opened and the surgery was completed without further incident.